Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this patient right ventricular (rv) and right atrial (ra) leads were found dislodged a few weeks after the original implant. As result, the patient underwent a surgery wherein the entire system was extracted and replaced. No additional adverse patient effects were reported.